Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced and unspecified adverse event following a lung surgery in which coseal was used. The surgeon who applied the coseal with the easy spray device used excessive manual pressure, enough so that the entire product was expelled in approximately 3 seconds. No issues or defects were reported with the coseal or easy spray device and the product appeared to be fine at the application site. The following day the patient was taken back to surgery to clean out a clogged chest tube, at which time a small fragment of coseal was found within the tube. At the time of this report, the patient had recovered from the event. No additional information was available.

Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.